Event description:
On november 14, 2006, the lay user/pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The senior medical affairs specialist spoke with the patient on november 17th to obtain/clarify information. The pt reported blood glucose results of "190, 161, and 144 mg/dl" with the lifescan meter on 11/14/2006, performed within 10 to 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results did not exceed the expected value of <=20% and/or <= 20 mg/dl. He administered 10 units of 70/30 insulin based on his sliding scale regimen. Patient had been advised to administer insulin if his blood glucose results exceeded 150 mg/dl. Within "a short time" after administering insulin, he described feeling shaky, light headed, and confused. He retested and obtained a 145 mg/dl and decided to visit his physician's office due to his symptoms. Approximately 20 to 25 minutes later, the physician's meter read 69 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. He was treated with orange juice and peanut butter crackers. Eventually his blood glucose read 84 mg/dl. Prior to leaving the physician's office, he tested 102 mg/dl or 103 mg/dl. No adjustments were made to his insulin regimen. When he arrived home a result of 168 mg/dl was obtained on his meter. The customer care advocate (cca) verified that the unit of measurement was set correctly. The pt was correctly cleaning the meter and using the correct testing technique. The test strips were within expiration date, stored properly, and not opened longer than the discard date. The cca discovered that the calibration code was set incorrectly. The pt claimed that the calibration code had not been set in a long time. The patient did not have control solution to perform quality control testing. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the calibration code had been set incorrectly for an unknown period of time, the pt had been relying/administering insulin based on the meter results, developed symptoms of shakiness/confusion/lightheaded after administering insulin based on his meter results, and was treated with food/juice for blood glucose of 69 mg/dl.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.